Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If additional information is received, a supplemental report will be submitted. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced pericardial effusion and was hospitalized. During a redo pulmonary vein isolation (pvi) ablation using pulsed field ablation (pfa) the patient's fifth pvi procedure following prior cryo, rf x2, and pfa, the transseptal puncture was performed under toe guidance with diathermy assistance, but challenging pulmonary vein anatomy led to repeated spline bunching and inversion of the catheter in the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv), requiring removal and physical correction outside the body. The physician refused reuse and requested a replacement catheter, which was successfully reinserted and positioned at the rspv after difficulty, allowing delivery of eight pfa applications, but repeated attempts to wire the ripv failed due to anatomy, and extensive sheath manipulation resulted in loss of transseptal access. With toe imaging, it was then confirmed a pericardial effusion that required urgent pericardiocentesis draining 250ml and placement of a drain, leading to abandonment of the procedure after 32 minutes and 20 pfa applications. The patient was transferred to ICU for overnight observation.